Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the helix was retracted and clogged with blood/tissue and the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue.

Event description:
It was reported, that the right atrial (ra) lead was dislodged. Attempts to reposition the ra lead were made, but the helix would not extend after multiple repositioning attempts. Most likely, due to the presence of tissue. The ra lead was explanted and replaced. There were no patient consequences.